Event description:
Manufacturer was informed that a mitroflow valve 12a19 was implanted in a patient (date unknown). Reportedly, the valve was explanted on (B)(6) 2023 due to svd and replaced with mosaic19mm valve. As reported, there was no impact on the patient and the outcome was good. The manufacturer was informed that no further information will be provided.

Manufacturer narrative:
Since serial number of the device is not available and the valve was discarded and not available for return, no investigation on the valve could be performed. Since limited information is available and further investigation on the device could not be performed, the definitive root cause of the event could not be established at this time. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, no clinical history was provided, and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device. Should further information be received in the future, a follow up report will be provided. H3 other text : discarded by the site.